Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care physician (hcp) via a manufacturer representative (rep). The rep reported that the patient had called the hcp office that day of the report and the office had reached out to the manufacturer representative (rep). The patient was reported to have stated that they fell and broke their humerus bone on (B)(6) 2020 (unrelated to the device/therapy) and that their therapy had not been effective since. The rep noted that the environmental/external/patient factor was a fall and that once allowed they would meet the patient in the office to interrogate the device. The rep noted that the event was not resolved at the time of this report and that the health care physician (hcp) had no further information available for the manufacturer company. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that their system is not intact and the lead is not connected. Per the caller the patient fell about 2 weeks post implant and per managing hcp the lead was disconnected. The patient had another appointment end of this month (B)(6) 2021 to discuss what can be done. Fall occurred end of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall on (B)(6) 2020 and broke his arm. The patient had surgery on (B)(6) 2020 and has since been peeing the bed a little bit. The patient stated he was doing fine before the surgery. The patient stated he did not turn the device off prior to the surgery. The patient asked if he could increase the stim. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.